Event description:
It was reported that the procedure was to treat a lesion in the distal mid superficial femoral artery (sfa). The 5x40mm supera self expanding stent system (sess) was used in a procedure; however, when pulling out the delivery catheter, after the stent was thought to have been implanted, the stent fell on the table. The scrub tech thought that the deployment lock was not used properly. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5x40mm supera self-expanding stent system (sess) was used in a procedure; however, when pulling out the delivery catheter, after the stent was thought to have been implanted, the stent fell on the table. The scrub tech though that that the deployment lock was not used properly. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. Each full advancement of the thumb slide will only deploy a short section of the stent. Repeat until the thumb slide advancement no longer deploys the stent. While maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. Furthermore, section 9.6 states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The deviation of the instructions for use likely caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that during stent deployment the deployment lock was not rotated to the unlocked position and therefore the thumb slide was not advanced to the distal most position on the handle; resulting in the stent not being fully deployed from the device. Thus, during device removal resulted in the stent inadvertently being removed with the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier- incorrect removal.